Event description:
This 46 y/o female was admitted for rehab after cervical spinal cord injury. On 2/22/96 had a peg (gastrostomy) tube placed. Over the succeeding weeks, stomach contents leaked out around the tube and caused a skin excoriation of pt's abdomen. Initial treatment was zinc oxide ointment with dressing changes 3x/day. On 3/29/96 a jejunostomy tube was placed through the gastrostomy tube and leakage is much improved. Skin care consultant prescribed hydrasorb sponge to site with much improvement in excoriation. Leakage is attributed to increased intraabdominal pressure due to cervical halo traction in place.